Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump screen became unresponsive, preventing swipe-to-unlock and meal announcements, and the user observed a hairline crack from the bottom corner, consistent with a device fracture involving the touchscreen; blood glucose was not affected and no alarms occurred. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third parties. Investigation of this case revealed a stress-related problem consistent with a cracked touchscreen and device fracture. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.